Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info available at this time, no definitive conclusions can be made. It appears the pt developed a (B)(6) infection following a surgery in 2006, over four year post implant and unrelated to the mesh. In 2007, a portion of the kugel patch was found protruding through the incision made during the aforementioned surgery. The wound clinic noted this to be part of the cause of the pt's slow healing wound. This is a morbidly obese, diabetic pt whose failure to epithelialize was also noted to be "partly from the pt's tendency towards delayed healing". While the mesh does not appear to be the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the medical records provided, therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The initial attorney report alleged pain and suffering due to defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2002 - repair of umbilical hernia with a kugel patch. On (B)(6) 2006 - sigmoid resection, taken down of colovesical fistula, and loop ileostomy. Reportedly, there was spillage of fecal material when the stapled anastomosis did not hold. The kugel patch was not mentioned during this procedure. On (B)(6) 2006, report of wound swab reviewed over the phone. Presence of (B)(6) and other organisms explained. On (B)(6) 2006 - closer of ileostomy. The kugel patch was not mentioned during this procedure. On (B)(6) 2007 - office visit, non-healing spot in the main incision explored under local anesthesia and a portion of the kugel patch was cut off. No infection or discharge. On (B)(6) 2007 - office visit, persistent non-healing wound, no evidence of infection. Segments of mesh excised from margin of wound. Impression: small ulcer with delayed healing, underlying mesh is embedded in fascial tissues and impossible to remove. Failure to epithelialize is partly from the pt's tendency towards delayed healing. On (B)(6) 2007 - office visit, no significant improvement in wound, stitches have cut through. On (B)(6) 2007 - office visit, edges of wound excised, mesh debridement, and wound closure. On (B)(6) 2007 - office visit, well healed incision with 2 tracts, both clean and granulating well. Has mild eventration with no hernia. Will heal without further surgery, but will take time.